Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported unknown number of false positive sofia sars results. The exact number of events and patients is unknown and no additional information was provided. Attempts were made to contact the customer for more information. The customer was unresponsive.